Event description:
The patient reported that he has been suffering with the following symptoms since he had the device. The symptoms are swelling, the valve not closing completely, backflow of blood, producing fluid on heart and feet, shortness of breath, tired all the time and weak. He also stated that the defective heart valve caused other two heart valves to leak. He consulted doctors and they have scheduled the surgery to explant the device on (B)(6) 2025.